Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 12 persistently. They stated that this resulted in a twelve-hour delay of therapy. They stated that the nurse came to the patient home after that to show them how to do a gravity feed, and they've been supplementing their feeding with that. Mmd did follow up with the initial reporter and they reported that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. [(B)(4)].